Event description:
It was reported that the patient was told an incorrect "alarm date". The patient was informed "a couple months back" that the alarm date was the on the thirtieth of a month when it was really the third of the month. A pump alarm reportedly occurred. It was stated, "they reversed the numbers, the 03 and the 30". No patient symptoms were reported. It was not known what medication this device system had delivered at the time of the event. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_cath, serial# unknown. : product type: catheter. (B)(4).